Event description:
Same case as: 2134265-2013-06700, 2134265-2013-06701. It was reported that during a coronary procedure, the motor drive unit was unable to perform pullback. Access was obtained via radial artery. The 80% stenosed lesion was non calcified and non tortuous. The ilab cart system 240v motor drive unit was used in conjunction with atlantis sr pro coronary catheter intended to visualize the lesion. It was noted that during the procedure mdu failed to pullback. Auto pullback was attempted 2 times and the physician performed manual pullback. No complications were reported and the patient's condition is okay.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2013-06700, 2134265-2013-06701. It was reported that during a coronary procedure, the motor drive unit was unable to perform pullback. Access was obtained via radial artery. The 80% stenosed lesion was non calcified and non tortuous. The ilab cart system 240v motor drive unit was used in conjunction with atlantis sr pro coronary catheter intended to visualize the lesion. It was noted that during the procedure mdu failed to pullback. Auto pullback was attempted 2 times and the physician performed manual pullback. No complications were reported and the patient's condition is okay.

Manufacturer narrative:
Device evaluated by MFR: the motor drive unit was returned in good condition with no visible damage or defects observed. The unit meets specifications for the functional test. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).